Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient had cut off the tip of their patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was cutting off the tip of the patient line thinking it was the drain line. This occurred during setup of peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient stated that they would start therapy over with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.